Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor pivot arm needs to be replaced. The parts are on order and will be replaced.

Event description:
The customer reported that the 2800 system monitor arm was loose. No pt injury was reported.